Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device expiration and manufacturer dates are unk. The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental manufacturer's report will be filed.

Event description:
A pinnacle pelvic floor repair kit was used during an anterior and posterior floor repair procedure in 2008. According to the complainant, during the procedure, the bullet came off one of the legs. The procedure completed with another pinnacle pelvic floor repair and there were no pt complications reported as a result of this event.